Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A heal collar 4.5x5.5, 5mm (hc455) was misplaced/lost in-house. Therefore, the product has not been physically inspected and visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63671608). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63671608) for similar event and no other complaint was identified. Based on the available information, device could not be verified and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up." H3: changed "yes" to "no." H3 other text : was misplaced/lost in-house.

Manufacturer narrative:
A heal collar 4.5x5.5, 5mm (hc455) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63671608). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63671608) for similar event and no other complaint was identified. Based on the available information, device could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A heal collar 4.5x5.5, 5mm (hc455) was returned for investigation, see attached images a186 ¿ a188 in the complaint. Visual inspection of the as returned product identified worn markings due to usage however no damage. Functional testing was performed for the returned product with an in-house stock device and seated as intended. No malfunction identified. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63671608). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63671608) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that clinician was not able to place healing cap in the implant at tooth location 30. The patient came in for implant placement on (B)(6) 2019, and after a tsvvwb11 implant was placed, the healing cap could not be screwed, the product was not fitted to the implant completely and was slightly shaken, and an abutment in the same model was replaced and could be used normally. No injury or delay.